Event description:
It was reported that the patient had an inflatable penile prosthesis pump explanted and replaced due to a broken pump connector resulting in fluid loss.

Manufacturer narrative:
This event was previously reported under report number 2183959-2018-60309. This report is a duplicate.

Event description:
It was reported that the patient had an inflatable penile prosthesis pump explanted and replaced due to a broken pump connector resulting in fluid loss. This event was previously reported under report number 2183959-2018-60309. This report is a duplicate.